Event description:
It was reported that the handpiece was running on its own. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
After repeated attempts, the handpiece still has not been returned to the manufacturer for investigation. Once received and evaluated, a follow-up report will be completed.